Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 66 year-old male with a past medical history significant for coronary artery disease with prior percutaneous coronary intervention, severe mitral regurgitation, hypertension, hyperlipidemia, and type ii diabetes mellitus presented to the emergency department with complaints of shortness of breath and lethargy. On arrival, the patient appeared shocky and was cold, clammy, and diaphoretic. He was admitted to the medical intensive care unit (micu), where his clinical condition rapidly deteriorated. The medical team decided to place an impella cp for hemodynamic support. The femoral artery was free of disease but noted to be slightly narrow; however, the team proceeded with insertion and the impella device was successfully implanted. The physician then performed a left heart catheterization via single arterial access, which demonstrated that all coronary vessels were patent. An angiogram performed through the repositioning sheath subsequently demonstrated slow blood flow to the access-site leg. A trialysis catheter was placed, and the patient was transferred back to the micu for continued monitoring. Upon arrival in the intensive care unit, the patient continued to have neither a palpable nor doppler-detectable pulse in the access-site leg. The treating physicians anticipated improvement as vasopressor medications were reduced. The patient¿s urine output was initially clear but later became bloody. The physician attributed this finding to the device operating at maximum flow speed and suspected it represented older hemolysis. Due to the patient¿s ongoing need for increased hemodynamic support and the continued absence of pulses in the affected leg, the decision was made to escalate support to an impella 5.5 device. The impella 5.5 was successfully implanted, the impella cp device was removed, and the patient was returned to the intensive care unit for further management. No device malfunction was reported, and all device-related actions were taken based on the patient¿s clinical condition and procedural findings.

Manufacturer narrative:
Corrected information has been provided in b1(s product problem) and e4 upon review, it was identified that the information was inadvertently not submitted in the initial report.